Event description:
The customer reported approximately five (5) milliliters of fluid leaked outside, beneath the instrument involving coulter act diff 2 analyzer. The customer had on only gloves and cleaned up the fluid with absorbent paper towel and was advised to turn the instrument off. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Beckman coulter field service engineer (fse) discovered the white blood cell (wbc) and red blood cell (rbc) baths were overflowing - not draining, and the vacuum isolator chamber was full of fluid. The fse stated the faulty waste pump was intermittently not turning on or not turning off when the pump was in operation. The fse replaced the faulty waste pump (pm1) and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).